Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic for a routine follow-up. Upon interrogation, multiple vf episodes with aborted hv therapies due to lead noise was observed. All electrical parameters were normal. The lead was capped and replaced.